Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02566. It was reported that patient experienced pain in the rib area. X-rays revealed one of the patient¿s lead have migrated and was brushing against the nerve. As a result, patient underwent surgical intervention where one of the lead was repositioned back to the original location. Post -op issue was resolved. It is unknown which lead is liable so both leads are reported.